Event description:
It was reported a "pop" was heard when the programmer was powered on and after that the programmer would not power on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067, rf (radio frequency) head; product ID 229047, analyzer. (B)(4).